Event description:
It was reported that a pt sustained a burn on her mid-forearm after being scanned with a 1.5t hdx echospeed mr system. The blister size was reported as 6.5cm x 5cm, and the pt was treated with hirudoid cream and ice packs. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.